Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced sustained hyperglycemia after changing infusion supplies, with cgm and confirmatory fingerstick values up to 260 mg/dl, and the issue affected insulin delivery performance until additional troubleshooting and a subsequent supply change were completed. Symptoms included elevated blood glucose without reported ketosis or need for professional medical intervention. Outcomes included temporary impairment of device use with recovery after troubleshooting and replacement of infusion supplies. Investigation included technical troubleshooting with guided supply replacement and follow-up monitoring of glucose trends. Investigation of this case revealed that glucose levels began trending downward following successful reload and resumption of insulin delivery, indicating resolution after addressing the supply setup. It was concluded that the event was consistent with hyperglycemia of unclear cause that resolved after supply change and education, with replacement infusion sets provided as support.